Event description:
It was reported that the physician's hand held computer was not holding a charge. The physician reported that the hand held is plugged in when not in use to charge, and when it is unplugged, a low battery message appears and the device 'cuts off'. Good faith attempts to obtain the non-working hand held for analysis is underway.